Event description:
On 03/01/07, a caller reported that the device developed a "kink" during patient use. Replacement of the tube was required. This report is associated to the third occurrence on rp200703-0024 / 2936999-2007-00115.

Manufacturer narrative:
The caller reported that the sample associated to this report has been discarded, therefore, not available for investigation.